Event description:
Disassembly of implant at one-month post-operative while pt was in a cast. Revision surgery required.

Manufacturer narrative:
Device history records reviewed. Device history records showed device made to specification. Dimensional testing found device met specification. Radiograph shows head to be well impacted but visual examination of head show that the head may not have been impacted correctly. Unable to determine cause of disassembly. This is the initial report submitted regarding this surgical event and medical device.